Event description:
Unknown - "during use of the device the clip applier was shooting 2 to 3 clips at once and did not close correctly." Patient status: "ok."

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4).investigation summary: the event unit was returned for evaluation. Upon inspection, engineering actuated the unit and experienced clip misalignment. The unit was disassembled; engineering found the jaw was not symmetric along the closure member which may have contributed to the misalignment. The root cause of the customer's experience of "the clip applier was shooting 2 to 3 clips at once" remains unknown as engineering did not any loading issues. The non-symmetric jaws contributed to the incomplete clip closure causing the jaw legs to close the clips at different rates. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.